Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for corynebacterium species amycolatum in a patient coincident with extraneal viaflex and physioneal 40, unknown bag therapies. In (B)(6) 2011, the patient began treatment with extraneal viaflex and physioneal 40, unspecified product intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). At the time of this report, extraneal viaflex and physioneal 40, unspecified product therapies were ongoing, doses not changed. On an unreported date, the patient experienced a break in aseptic technique due to accidental touch. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain which did not require hospitalization. On that same date, the patient began remedial therapy with vancomycin, fluconazole and ceftazidime. On (B)(6) 2012, ceftazidime was discontinued. The cause of the peritonitis was the break in aseptic technique due to accidental touch. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. Bacterial peritonitis is resolving. Break in aseptic technique due to accidental touch.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because a nurse reported the patient experienced a break in aseptic technique due to accidental touch, which is a use error that can cause peritonitis. The assignable cause for the use error - breach in aseptic technique is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.